Manufacturer narrative:
During a follow-up with dr., it was reported the patient is taking prednisone and the symptoms are resolving. When the medication is finished, the patient will undergo allergy testing for anesthetic (lidocaine) used and the radiesse ingredients. Bioform medical provided dr. With a listing of all radiesse ingredients for allergy testing. Radiesse injections into the cheeks are considered an off-label use. A review of the device history records were performed, and there was nothing revealed to indicate a contribution to this event. Radiesse instructions for use state that: no studies of interactions of radiesse with drugs or other substances or implants have been conducted.

Event description:
The nurse reported, a patient who was injected in her cheeks in 2007. Later that day, she developed major swelling in the injection area including her tongue. She went to the ER several hours post-injection, and is being treated with prednisone. The patient was seen at dr. Aguilera's office the following day, and the symptoms were beginning to resolve.